Event description:
It was reported that a 112 in 15 drop IV administration set had flow issues during use. The following was reported by the initial reporter: "it was reported that when injecting propofol into the smartsite port the drug went up into the IV bag vs to the patient. Verbatim: dr. Xxxxxx had an incident today in which he was injecting propofol in the smarsite port and the drug went up into the IV bag vs to the patient. He has a video on his phone but would not go through for us to see. No adverse event was noted. A new tubing was hung which worked."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/29/2021. H.6. Investigation: one sample (model #mx9128) was returned from the customer. It was reported that when injecting propofol into the smartsite port the drug went up into the IV bag vs to the patient. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a saline bag and successfully primed. Each smartsite on the set was connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a methylene blue/water mixture. Each smartsite was able to be flushed, and no back flow was observed. No methylene blue was observed traveling into the IV bag. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model mx9128 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a 112 in 15 drop IV administration set had flow issues during use. The following was reported by the initial reporter: "it was reported that when injecting propofol into the smartsite port the drug went up into the IV bag vs to the patient. Verbatim: dr. Xxxxxx had an incident today in which he was injecting propofol in the smarsite port and the drug went up into the IV bag vs to the patient. He has a video on his phone but would not go through for us to see. No adverse event was noted. A new tubing was hung which worked."